Event description:
It was reported that a user of the ilet experienced hypoglycemia overnight after previously having the target range set higher between midnight and early morning to reduce insulin delivery, and the user requested a return to the prior target range because they felt control had been better before the change. Symptoms included low blood glucose to 60 mg/dl with subsequent recovery after ingestion of oral glucose, and the user had been running higher earlier in the day, reaching 259 mg/dl, without meal announcements or a bedtime snack. Outcomes included transient hypoglycemia treated at home with glucose tablets, no injury reported, and no hospitalization. Investigation included complaint intake, review of device use patterns, and troubleshooting with education on glucose monitoring and treatment of lows. Investigation of this case revealed no device malfunction, with hypoglycemia attributed to unclear cause in the context of user behaviors such as not announcing meals and the recent target range adjustment, and the device and glucose tablets were the involved components. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple potential contributors including user behavior and therapy setting changes. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.